Event description:
It was reported by service report that the mattress will not rotate. There was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Results - bed receptacle.